Manufacturer narrative:
Please note that the expiration date and the manufacturing date were unknown. The UDI number was incomplete since the lot number is unknown: (B)(4) note: pi number is unknown as the lot number was not provided. (B)(6). The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be conclusively determined. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. According to the product instructions for use, users are instructed, for arterial closure, if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. Furthermore, users are cautioned that serious adverse events might result with the use of the mynx vcd in vessels not suitable for the use of the device. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Without a lot number to conduct a lhr review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental report will be filed.

Event description:
It was reported that a patient experienced an acute thrombotic occlusion on the right femoral artery following closure with a mynxgrip 5f vascular closure device (vcd) resulting in extended hospital stay of 1 or 2 days. The mynxgrip vcd was used following a diagnostic angiogram procedure of the right iliac artery via a retrograde approach. The physician did not check the lower part angiogram such as the superficial femoral artery, popliteal artery nor below the knee (btk) arteries. A hematoma of 6 cm or less in size was noted. Manual compression was applied for 10 minutes at which time hemostasis was successfully achieved. It was reported that the instructions for use (IFU) were followed and there was no issue or defect noted with the mynxgrip. No contrast/imaging was used to confirm balloon placement. No multiple sheath exchanges. Procedural sheath was a 5f sheath. When the patient was discharged (the same day), the patient felt discomfort and pain on the right leg. The doctor suspected that the mynx sealant caused a thrombus; and the patient underwent another angiogram. The doctor performed a percutaneous transluminal angioplasty (pta) such as aspiration, balloon angioplasty, stenting and medication (urokinase) via the contralateral access site. The patient was discharged from the hospital without any further complications noted. The patient was noted to have recovered. The sales representative was not present at the event. It was reported that the event was not related to hemostasis but to acute thrombosis. Additional information was requested, but is unknown at this time.